Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise on the atrial lead of the patient. No changes or intervention was performed. Patient condition was stable.